Event description:
During variax dr xxl surgery, the screw broke when surgeon inserted it into the proximal locking hole of the plate. It was the first screw. The broken screw thread remained in the patient. The patients' bone was hard. After that, the surgeon used a tap and inserted the screws.

Manufacturer narrative:
The evaluation revealed the broken locking screw to be the primary product. An investigation of the screw was not possible because it was not provided. No deviations were found during review of the manufacturing and inspection documents (DHR). The screw was documented as faultless prior to distribution. The customer reported that the locking screw was inserted within the proximal locking hole and that it was the first screw. The patient bone was hard. The operative technique includes instructions and warnings that the first screw shall be placed within the long hole and that the screw shall be a non-locking screw. Furthermore a tap prior to screw insertion can be used in case of hard bone. Based on the given information and the fact that no manufacturing issue was found the case is attributed to a user error ¿ deviation from surgical technique. No nonconformity identified.

Event description:
During variax dr xxl surgery, the screw broke when surgeon inserted it into the proximal locking hole of the plate. It was the first screw. The broken screw thread remained in the patient. The patients' bone was hard. After that, the surgeon used a tap and inserted the screws.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.